Manufacturer narrative:
Corrected lot code for cat# 6197-9-001; lot# mne107 to men107. An event regarding devices coming apart (dislocation) involving a triathlon baseplate was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as no devices were returned for review. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "I have seen the new x-ray information for this case. Unfortunately also the x-rays are only early postop knee arthroplasty (left and right knee) in 2006 with the wound drains still present in the joint. They do show that component position is adequate for both femoral and tibial components with no obvious issues evident. Because also the medical records cover only the timeframe of 2005 and 2006, there still is no information at all regarding the complaints of 2016 with the devices ¿coming apart¿. This case still needs additional information to solve, especially x-rays and clinical information surrounding the event in 2016 although with the current information component malposition can be excluded as potential contributing factor." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, seriel x-rays, as well as patient history and follow-up notes from 2016 are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient called with medical records from her surgery with device information. Surgery of right knee. Patient now is in pain and MRI shows device breaking apart. Has not scheduled surgery at this time with new surgeon.

Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #3 r-cem; cat# 5510-f-302; lot# samrj1, triathlon prim cem fxd bplt #2; cat# 5520-b-200; lot# sam3j, simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mne107, triathlon asymmetric x3 patella; cat# 5551-g-299; lot# w337. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device remains implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient called with medical records from her surgery with device information. Surgery of right knee. Patient now is in pain and MRI shows device breaking apart. Has not scheduled surgery at this time with new surgeon.